Event description:
Additional information received indicated the device, rv lead, and ra lead were explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
Related manufacturer report number: 2017865-2021-38580. During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) and right atrial (ra) lead. In addition, episodes of myopotential oversensing were also observed on the ra lead. Abbott technical support was contacted and suspected rv and ra lead damage. X-ray imaging was performed, however, no lead abnormalities could be observed. Provocative testing was performed and the noise could be reproduced. Lead revision is anticipated to resolve the event, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.